Manufacturer narrative:
The device in question was not retuned to the manufacturer for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
It was reported by the sales rep in singapore that during a total knee arthroplasty, the surgeon was unable to target desired tibial slope. He repositioned the tibia im for the second attempt, following the surgical technique instructions. However, the maximum posterior slope achieved was 1 degree, and proceeded with the cuts and verified the cuts were at 1 degree posterior slope. The surgeon adjusted the cuts manually, verified the tibial slope cut at 5 degrees posterior, and proceeded with the surgery. There was no patient harm or adverse outcome reported as a result of this event.